Event description:
It was reported that the patient presented to the clinic when an alert of non-sustained lead noise due to ventricular oversensing and non-sustained vt was observed. Patient was asymptomatic. It was noted that increase rv capture, decreased pacing lead impedance and low r-waves were observed. X-ray image revealed lead dislodgment. Lead was repositioned successfully without any adverse consequence to the patient.

Manufacturer narrative:
(B)(4).